Event description:
Boston scientific received information that the patient with this lead was presented to the ER with symptoms of lightheadedness. It was unknown if the pacer dependent patient experienced a syncopal episode. Upon interrogation, intermittent loss of capture (loc) was observed. A lead revision was performed. The physician was concerned of the angle the lead was placed at in the septum. The lead was repositioned into the septum with unacceptable measurements. Once again, the lead was positioned into the tissue with no measurements. At this time, the physician elected to explant this lead. Upon lead removal, body tissue was observed on the helix of the lead. The lead was then discarded and would not be returned for analysis. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.